Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter an unknown number of vial-mate reconstitution devices in which leaks were occurring "during the piggyback." According to the report, the nurses successfully reconstitute the solutions into baxter viaflex mini-bags; however, when the bags are hung the devices begin to leak. It is unknown where exactly in the set-up the leak is occurring. The conditions occurred during patient use. There was no patient injury or medical intervention associated with any of these events. No additional information is available.